Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Additional findings not related to customer reported complaint were also identified: the medium-large clip applier instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument was found to have multiple input disk cracked. Hairline cracks were found on input disk #6 & #7.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release clips properly. The instrument was used 3 times and got stuck all three times. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with nothing out of the ordinary noted. The incident with the clip applier instrument occurred while clamping the cystic duct. The clip applier instrument was not aligning clips appropriately. The issue was not related to the instrument jaws remaining static/not moving when the surgeon commanded movement. There was no unexpected motion of the clip applier instrument while attempting to clip. The issue was related to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Medium-large weck clips were used with the clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The incident occurred during the second and third clip application. The issue was resolved by changing the clip applier instrument.